Event description:
It was reported that the administration tubing of a large volume folfusor separated from the flow restrictor which resulted in a fluid leak. The flow restrictor had come loose from the tubing during transport and the elastomer had emptied into the protective bag which contained the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11 h4: the lot was manufactured between may 8-10, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside a bag that contains the folfusor device indicating a leak occurred inside the bag. The leak was due to broken tubing at the solvent-bonded junction of the flow restrictor. The reported condition was verified. The cause of the broken tubing was related to solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.